Event description:
It was reported during implant procedure that the atrial lead continually dislodged from the cardiac tissue. Multiple attempts were made to insert a stylet into the lead, but advancement was not possible. The lead was exchanged. There were no patient consequences.

Manufacturer narrative:
The reported events were lead dislodgement and failure to advance stylet. As received, a complete lead was returned in two pieces. The helix was retracted and clogged with blood/tissue. After cleaning the helix and cutting the lead, the helix could be extended and retracted by applying torque directly at the inner coil. The full helix extension length was measured within specification. Electrical testing did not find any indication of conductor fractures or internal shorts. Unable to perform the stylet insertion test due to the condition of the lead as received. Visual and x-ray inspections of the lead did not find any anomalies except for procedural damage.